Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the power indicator of geometry ipc (image processing computer) was not on. Geometry cannot move and partly movement available was reported on the monitor. Fse confirmed that the reported problem was caused by the defective of geometry ipc. Review of the system log file showed malfunction with geometry ipc. Fse replaced geometry ipc and the system has been returned to use in good working order.

Event description:
It has been reported to philips that the geometry ipc (image processing computer) and system displayed an error of geometry movement not available. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reviewed the event logs and found errors that point to a faulty geometry ipc. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.